Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient¿s stimulator was shut off for an unrelated surgery surgery (B)(6) 2018) and when the implant turned back on, the patient felt stimulation in her legs ¿going crazy¿ and that her legs ¿were going nuts¿ and that she could not stand it because it felt like her stimulation settings were up in the ¿7s.¿ the patient noted that it was like the numbers had jumped higher when the health care provider used the clinician programmer to turn the implant back on. The patient got her patient programmer to check the settings, and the stimulation was up at ¿290 something¿ which was higher than she remembered it being at, so she said that the numbers must have jumped when the health care provider turned the implant on. The patient was able to turn the stimulation down to ¿150 something¿ and the issue was resolved. The patient went home, and after a day or so, she felt ¿vibrations¿ really going into her legs.¿ there were no further complications reported or anticipated.